Manufacturer narrative:
The facility reported an employee splashed renalin 100 cold sterilant on their hand. The employee did not initially realize until he noticed a dime-size white spot on his finger. Medivators ra followed up with the employee at the facility in response to the chemtrec report. The employee reported rinsing his finger for about thirty minutes and the symptoms went away. The employee reported wearing dry latex gloves, and does not know how the chemical reached his skin. No additional medical attention was sought and the employee's current condition is fine. This event could potentially lead to illness or injury. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
Facility reported an employee splashed renalin 100 on hand and experienced chemical exposure symptoms such as discoloration of the skin of his fingers.